Manufacturer narrative:
The investigation determined that a lower-than-expected vitros creatine kinase mb (ckmb) result was obtained from a single vitros isoenzyme (iso) performance verifier (pv) I (lot: y2755) using vitros ckmb slide lot: 4926-0279-3242 on a vitros 350 chemistry system. The result was lower than expected when compared to the midpoint of the range of means (mrom) for vitros iso pv I lot: y2755. The assignable cause of the event is a suboptimal calibration event. The cause of the suboptimal calibration event is a reconstitution error using an improperly calibrated pipette. An ortho field application specialist (fas) arrived onsite on (B)(6) 2026 and through their onsite investigation was able to determine that the calibration error for the pipette used by the customer to reconstitute calibrator kit (cal kit) 6 was inappropriately high, leading to suboptimal reconstitution of the cal kit fluid. After recalibrating the affected pipette, reconstituting a fresh cal kit 6, and subsequently recalibrating vitros ckmb slide lot: 4926-0279-3242, the customer was able to observe post-calibration vitros iso pv fluid results that were within acceptable limits.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower-than-expected vitros creatine kinase mb (ckmb) result obtained from a single vitros isoenzyme (iso) performance verifier (pv) I (lot: y2755) using vitros ckmb slide lot: 4926-0279-3242 on a vitros 350 chemistry system. The result was lower than expected when compared to the midpoint of the range of means (mrom) for vitros iso pv I lot: y2755. Vitros iso pvi (lot: y2755) result of 14.0 u/l vs. The expected result of 26.3 u/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower-than-expected vitros ckmb result was obtained from a quality control fluid and no results were reported from the laboratory. Although the issue was isolated to the vitros pvi control fluid in use in the customer laboratory, the investigation cannot conclude that patient sample results were not or would not be affected if the event were to recur undetected. There has been no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).